Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012650703); product type: 0195-heart valves; implant date n/a; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, upon crossing the non-medtronic guidewire over the aortic valve, an unspecified atrio-ventricular (av) block was observed. Following the implant of the valve at an implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), the av block did not resolve and a temporary pacemaker was inserted. It was planned to have a permanent pacemaker implanted one day following the implant of the valve.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that complete heart block (chb) occurred, and the delivery catheter system (dcs) was inserted into the patient when the conduction disturbance first occurred. A permanent pacemaker was implanted 1 day following the implant of the valve.